Event description:
Pt has long history including bilateral breast augmentation many years ago. Developed left breast cancer with subsequent mastectomy and several reconstructions in left side with most recent implant being silicone gel. Also has right breast subq mastectomy with reconstruction and gel implant. Seen in past few months for breast pain, tenderness and assymetry between two breasts. Started to develop pain on right side. In interim developed brain metastasis from breast cancer and recently underwent chemo. Has elected at this time to remove both implants. Both implants intact but capsules noted to be quite thin with some large absence of pectoralis complex on the right.